Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that there was an alarm for high o2 concentration. There is no information about patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported failure was not reproduced during investigation. The preventive maintenance kit, which includes the nozzle units, was replaced preventively. The ventilator was cleared for clinical use. No more issues have been reported after the service of the ventilator until now. No parts were returned for investigation. The nozzle units are part of the o2 gas module and the air gas module that regulates the inspiratory oxygen and air gas flow to the patient. Evaluation of the provided ventilator logs confirms the reported alarms for o2 concentration high. The o2 concentration settings when the alarms were generated were 25 % o2 and 30 % o2. At alarm generation the measured o2 concentration was slightly above the upper alarm limit, which is set o2 concentration value +5 vol %. The pre-use check was confirmed to be successful both before and after the event. Based on the device log evaluation, the parts replaced and that the fault has not reoccurred, our conclusion is that the event was likely caused by the nozzle unit in the o2 gas module. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).